Event description:
It was reported that during a laparoscopic ectopic procedure, the surgeon used two devices. Both kept showing error alert "reposition jaws and reactivate". After this happened several times, the error code "replace instrument" presented. Case completed with a competing device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device b was received with the shaft bent. The device was connected to the generator and it was recognized. Because the shaft was damaged not all functional testing could be performed with the generator as the blade did not translate and the jaws could not cycle. It is possible that the damaged shaft was damaged during transit. It was not a reported issue. No conclusion could be reached as to how the shaft got bent, however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.